Event description:
The patient reported when putting on a new pod, the needle and cannula did not deploy, indicating a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the formed needle (hard cannula) exposed past the bottom housing. The needle mechanism that deploys the needle was partially extended, and the slide insert had not advanced fully past the catch beam which holds the pink slide insert and soft cannula in place after the needle mechanism fires. The data shows that the pod completed both priming sequences and was deactivated at the end of the second prime. The investigation found that the formed needle had deployed into the needle cap where the soft cannula and needle exit the pod, preventing full movement of the needle mechanism and preventing retraction of the formed needle. This resulted in the soft cannula and formed needle bending under the force of the spring mechanism. The investigation found that the subassembly was incorrectly assembled, which resulted in the reported failure.